Event description:
Additional information was received indicating high out of range shock impedance measurements continue to be observed. No adverse patient effects were reported.

Event description:
Boston scientific received information that at the implant of this implantable cardioverter defibrillator (ICD) in the triad configuration shock impedances measured greater than 125 ohms on this right ventricular (rv) lead. The high voltage pins were disconnected and reconnected and confirmed set screw placement, however impedances were still greater than 125 ohms. Defibrillation threshold testing was done with shock impedances of 89 ohms. This was discussed with technical services who discussed possible causes and explained it was the physician discretion on how to proceed. No adverse patient effects were reported.

Manufacturer narrative:
Resolution was requested from the field representative. It was later reported that the cautery device and external defibrillation were unplugged but there were no changes to the shock impedances. The measurement was still greater than 125 ohms. The physician had elected to continue to monitor the issue. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that this patient has been seen twice since the implant procedure. The shock lead impedance had measured 118 ohms as the first check and now again greater than 125 ohms. This was in triad configuration and no noise was present. Technical services discussed at the patient's next visit to test the lead in other configurations for possible troubleshooting and again the physician's discretion as to how to proceed.

Manufacturer narrative:
The physician will continue to monitor the system. Should additional information become available this report will be updated.